Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the product investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient had a boil at the site of the implant. The patient also presented with an open wound. Additional information received from the field representative indicated that the device was visible through the wound but did not protrude out. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.